Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp (omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. Instrument channel: aerobic bacteria (4cfu), air/water channel: aerobic bacteria (11cfu). The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA). There was no report of infection associated with this report.